Event description:
Additional information from the patient indicated that they don't remember what the problem was that led to the issue. They stated that they are always having problems with the communicator not finding the programmer. The patient stated they were sent a new programmer and communicator. The patient stated that the issue is not resolved and the ins has not worked to relieve any pain since implant.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their communicator quit working on sunday. Caller stated they have been trying all day yesterday to find someone to help them, but they kept getting recordings and this and that. Caller mentioned they tried calling their mdt rep who just have them the number for patient services. Caller stated they were very frustrated and were about to tell their doctor to take this thing out of them. Agent did not ask further notify date questions due to nature of call. Caller added that they've been up most of last night with pain in their back and legs so bad they couldn't sleep. Caller noted that they went in on thursday to have the stitches taken out and the medtronic representative programmed it for them, so they're not sure what happened but it quit working. Agent walked caller through resetting the communicator. Caller navigated to the mystim rc app and saw the "scan communicator" screen. Caller followed the instructions and confirmed the communicator had both the blue and green lights. Caller confirmed seeing the therapy screen and was able to turn therapy on. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. The troubleshooting steps that were taken on the call resolved the issue. Patient called back repeating how ever since they were first implanted, they had trouble with the communicator. Patient stated the communicator and the other thing the device is 'in' will not work. Patient stated they kept seeing communicator cannot be found message. Patient ensured communicator is on, charged, and was in proximity. They ensured the implant was charged, as they just recharged last night. Patient stated they were told to charge every 3 days, but stated they typically end up charging every other day or every day. This issue began over the weekend, as on saturday they were in a lot of pain, but they could not communicate in order to access therapy settings. This time the application does not prompt patient to take a picture of the qr code or enter serial number. At this time, the communicator showed a green light but then it kept blinking and going back off, despite not being plugged into any cords. Agent had patient reset communicator, and patient confirmed blue and green lights flashed, then the battery light stayed on solid green. When patient opened up mystim, they made an initial comment on how they could not access. Patient eventually opened mystim app but only say not found message immediately. Agent walked patient through restarting handset device. Patient was able to press connect and saw 'connecting to device.' The steps on the call resolved the issue. Patient confirmed they saw group c even though last time they used stimulation they were on group a. Patient mentioned unrelated history that they are hard of hearing. Pt called back stating that they were trying to recharge the ins, but the ins wouldn't recharge. Pt said that the handset would just say that the device couldn't be found. Pt said that the day before when they called ps, the communicator couldn't be found and now the ins couldn't be found. Pt said that the handset said unable to connect. Agent was under the impression that the pt was using the wrong application on the handset. Pt confirmed that they were in the mystim rc therapy app instead of the recharger app. Agent had the pt close all apps and then open the recharger application. Pt then saw charging with the ins at 40%. Pt saw that they had a good connection. Pt said that they would reposition the recharger until they got an excellent connection.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.